Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 3 lateral views of lumbar construct. Image 1 shows possible grade iii degenerative spondy lolisthesis at l4/5 with degenerative disc disease at l5/s1. Image 2 shows segmental construct l4-l5-s1 with capstone and partial reduction of spondy. Screws at l4 are short. Image 3 shows l4/5 level has subsided and spondy returned while l4 screws have pulled out and lost purchase at l4. L5/s1 levels appear unchanged.